Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the patient had a posterior capsular tear which was small initially; however, when the surgeon tried to insert the iol, the tear became much larger. Because the lens was at high risk of dropping to the back of the eye, the surgeon removed the lens and a multipiece iol was then inserted. Additional information was received, indicating that the posterior capsular tear was present pre-admission. In the surgeon's opinion, the lens did not cause of contribute to the issue; the patient's eye condition caused or contributed to the event.

Manufacturer narrative:
Evaluation summary: the root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as information was received indicating that the posterior capsular tear was present pre-admission. In the surgeon's opinion, the lens did not cause of contribute to the issue; the patient's eye condition caused or contributed to the event. (B)(4).